Manufacturer narrative:
Product evaluation: results from the product history record review indicated, the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on 02/03/2011, 02/07/2011, and 2/23/2011 by phone, fax and mail. Additional information was rec'd in a f/u phone call on 02/04/2011. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A user facility reported, a surgeon exchanged an intraocular lens (iol) after finding a spot on the iol at a f/u visit. In a f/u phone call with the facility, it was reported, the lens was exchanged for a different model iol. Additionally, the facility reported, the pt was experiencing blurry vision. Additional information has been requested.